Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. H6: additional method code: 4109 additional information in d4: UDI number and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however an x-ray image was provided which shows that the closure tops have migrated out of the two iliac screws. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to not fully seating the closure tops against the rods. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that post-op x-rays revealed that two vital set screws migrated out of both open iliac screws implanted at s2a1. The patient impact is currently unknown and it is unclear whether a revision will be scheduled at this time. This is report four of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2024-00193.

Event description:
It was reported that post-op x-rays revealed that two vital set screws migrated out of both open iliac screws implanted at s2a1. The patient impact is currently unknown and it is unclear whether a revision will be scheduled at this time. This is report four of four for this event.